Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had priming anomaly. The customer stated that when she rewound insulin pump and when she pressed act to prime, it was not stopping, it doesn't show the amount. Customer stated they were unable to exit the preparing to prime loop. Customer stated they did not receive 2nd series of beeps nor did numbers appeared on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.